Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. On (B)(6) 2025 the physician elected to cap and replace the rv lead. There were no patient consequences.